Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 533 mg/dl. The customer's current blood glucose was 120 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin infusion. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.